Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of anchor material specifications found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. A clinical review states the patient impact beyond the reported breakage and retained tip could not be determined, however while migration is unlikely there would be a potential risk for tissue inflammation and/or pain. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a biceps tenodesis, the healicoil anchor sheered and stripped leaving fragments in joint, they were removed with an arthroscopic grasper taking 5 minutes to grab. The shaft and anchor were removed, but metal eyelet remain steadfast and could not be removed. Surgeon was concerned of metal tip coming loose, so used a swivelock anchor as an alternative which was inserted in to the bone holding the healicoil tip and suture in place. The procedure was completed with a competitor device that was used beside the original bone hole, there was potentially a void left but the new anchor appeared to hold well. There was a 5 minute delay. No further complications were reported.